Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the tip of the guide wire detached. The 300cm kinetix plus guide wire was placed in the highly calcified and highly tortuous distal right coronary artery (rca). An nc quantum apex balloon catheter was advanced over the wire and difficulty was experienced while attempting to cross the lesion. Eventually the apex crossed and pre-dilatation was performed. A non bsc stent was inserted, but was not able to cross the lesion. A non bsc guide extender was advanced for added support with the guide catheter. Another attempt to advance the non bsc stent was then made, but was unsuccessful. A 1.5 balloon was advanced over the wire in order to exchange the kinetix guide wire for a rotawire. While withdrawing the kinetix wire, the physician noticed a portion of the radiopaque tip had detached in a small branch of the rca. The procedure was continued; rotational atherectomy was performed and a bare metal stent was implanted. Unsuccessful attempts were then made to remove the fragment utilizing another guide wire and then a snare. The wire fragment measures approximately 2cm and is lodged in a small septal branch of the distal rca. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the tip of the guide wire detached. The 300cm kinetix plus guide wire was placed in the highly calcified and highly tortuous distal right coronary artery (rca). An nc quantum apex balloon catheter was advanced over the wire and difficulty was experienced while attempting to cross the lesion. Eventually the apex crossed and pre-dilatation was performed. A non bsc stent was inserted, but was not able to cross the lesion. A non bsc guide extender was advanced for added support with the guide catheter. Another attempt to advance the non bsc stent was then made, but was unsuccessful. A 1.5 balloon was advanced over the wire in order to exchange the kinetix guide wire for a rotawire. While withdrawing the kinetix wire, the physician noticed a portion of the radiopaque tip had detached in a small branch of the rca. The procedure was continued; rotational atherectomy was performed and a bare metal stent was implanted. Unsuccessful attempts were then made to remove the fragment utilizing another guide wire and then a snare. The wire fragment measures approximately 2cm and is lodged in a small septal branch of the distal rca. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed a fracture approximately 6.5" distally from the adhesive proximal ramp, which indicates that approximately .05" had separated from the distal end of the device and was not returned. Microscopic inspection revealed the coil wire/core wire/ribbon joint (ccr) and the distal tip were missing. Microscopic inspection also revealed that the core wire and the high torque sleeve (hts) were fractured and bent in the area of the fracture. Sem lab analysis concluded that the core wire fractured due to ductile overload caused by bending. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).